Event description:
The customer reported that the system had a loss of live image when the c-arm is rotated. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cable was ordered and will be replaced.